Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in severely tortuous and severely calcified coronary artery. A 3.00x38mm synergy¿ drug eluting stent was advanced to treat the lesion. However, the device was unable to cross the lesion and the stent was noted to be lifted. The procedure was completed with another synergy¿ stent. No patient complications were reported and the patient's status was good. This product is only ous approved but it is similar to an approved us device.